Manufacturer narrative:
(B)(4) 'painful bump'. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a change in therapy. The patient was experiencing shocking, and noted that therapy was being affected by electricity. Shocking occurred when the garage door opened, standing near the microwave, or sitting in the patient¿s (B)(6). The patient stated that the jolting ¿holds¿ and was very irritating. When this would occur, the patient would move to another room. Electromagnetic interference (emi) environmental exposure was reported, noting security gates/theft detectors. Regarding any trauma/falls, the patient reported a painful ¿bump¿, but did not categorize as a fall. The ¿bump¿ happened after the patient¿s first implantable neurostimulator (ins) replacement for a non-rechargeable ins in (B)(6) 2016. Additionally, the patient noted memory problems. It was recommended that the patient consult the physician to check impedances and possibly diagnostics. Indication for use included degenerative disc disease.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.